Event description:
It was reported that there was a connection issue with the extension and the implantable neurostimulator (ins). They could not advance the extension into the channel of the ins. The device was not implanted and a different product was used. X-rays were done. The product issue was resolved and the cause was not determined. The patient was alive with no injury and no patient symptoms were reported. The patient suffered from dystonia and stimulation made a big difference for her. The concern of being unable to provide benefit was of great concern to the surgeon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v763711, implanted: (B)(6) 2011, product type: lead. Analysis of the implantable neurostimulator found no anomalies. The ins passed all functional tests. The returned extension was able to be inserted completely into both connector ports without difficulty. X-rays of the balseal connectors did not show any anomalies (see x-rays). The ins was within specifications for extension insertion and withdrawal using the returned extension.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), product type: extension product. ID 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6)2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v763711, implanted: (B)(6) 2011, product type: lead. (B)(4).